Manufacturer narrative:
The disposable handpiece used in this case was not returned. The minerva controller used in the case was returned and evaluated. The minerva controller was tested to the relevant sections of incoming inspection requirements and all testing passed. A device history review was conducted for the handpiece lot number shipped to the facility and the controller serial number. Both the handpiece and the minerva controller were released meeting all qa specifications. Uterine perforations and bowel damage are known complications of endometrial ablation. Complications associated with uterine perforations and bowel injury are addressed in the warning section of minerva endometrial ablation system operator's manual and instructions for use documents, including the statements: although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. If the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. The relationship between the device and the reported adverse event could not be established. Device was not returned.

Event description:
The physician had no prior experience with the minerva device, yet declined any assistance from the company representative. Pratt dilators were used to dilate the cervical canal. Doctor was not sure of the exact dilation level. The physician was unable to perform pre-procedure diagnostic hysteroscopy due to a malfunction of the hologic ths tower-free hysteroscopy system. Minerva procedure was started. Doctor reported a snug fit during device insertion through the cervical canal and was not able to confirm the degree of device deployment. Uit passed and ablation was performed. Upon completion of the ablation, the device was unlocked and removed from the uterine cavity without any difficulty. Post-treatment diagnostic hysteroscopy was performed, as the previously malfunctioning hysteroscopy system was fixed and indicated "full cavity coverage very similar to the appearance of the uterine cavity post-novasure procedure". Doctor indicated that it was possible that the lower uterine segment may have been under ablated. The next day the patient reported to the ER with onset of severe abdominal pain. CT scan was performed and indicated presence of free air in the abdominal cavity. Laparotomy was performed and a perforation in the fundal region of the uterus was identified. Two areas of what appeared to be thermal damage to the small intestine were observed. Hysterectomy and bowel resection with end-to-end anastomosis were performed. We have been unable to obtain additional information surrounding this event. If additional relevant information is received, a supplemental follow-up report will be submitted.